Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number 3004608878-2018-00194.

Event description:
This is 2 of 2 reports. A customer reported that in two cases, the mayfield clamp (unspecified) failed to hold the patient's head. It was not known if there was any patient injury. Additional information has been requested.